Event description:
It was reported that pump experienced malfunction with malfunction code 16 and could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support discussed out-of-warranty loaner pump option since pump warranty had expired.